Manufacturer narrative:
Citation: christoph bacri ,robin chastant, lucien chassin-trubert,. Fenestrated physician-modified endovascular grafts for aberrant right subclavian artery and/or kommerell¿s diverticulum. Journal of endovascular therapy 4 2023. Doi/10.1177/15266028231202234 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the feasibility, efficiency, and safety of fenestrated physician-modified endovascular grafts (pmegs) for treatment of aberrant right subclavian artery (arsa) and/or kommerell¿s diverticulum (kd). The time frame of this study was over 4 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant captivia, endurant stent graft. Among patient adverse events included lower limb ischemia in one patient, treated with femoro-femoral bypass during the same procedure an operative site complication (seroma) in one patient, without need for surgical reintervention.